Event description:
During deployment, ECG analysis was interrupted. (B) (4).

Manufacturer narrative:
Method: internal memory was reviewed for this incident. Result: pt analysis was interrupted. Conclusion: this report is being filed as it cannot be conclusively stated that recurrence would not result in adverse event.